Event description:
Cryopreservation was performed in a metal cassette. After freezing, the bag was taken out of metal cassette and stored in the vapor phase of the liquid nitrogen. The bag was transported to a clinic in validated shipping container in the vapor phase of liquid nitrogen. It was thawed at 37 degrees c in the plasmatherm-device. The cracks appeared in the beginning of the thawing process and the bag was transferred into the overwrap-container and reinfused after thawing. No sterility control was performed. The patient engrafted with no complications.